Event description:
It was reported that the patient presented to the hospital remotely for a follow-up on (B)(6) 2022. During examination, it was noted that there was noise on the right ventricular (rv) lead. No programming changes were done. The patient condition is unknown.

Event description:
New information received notes the right ventricular lead was checked in clinic on (B)(6) 2022. The lead was not reprogrammed. There were no adverse consequences to the patient.